Event description:
It was reported that pt presented to the emergency room with weakness and elevated white blood cell. Pt was treated with antibiotics. Pt returned to the clinic and the white blood cell count was found to be up again. Physician opted to extract the hematoma. Once hospitalized, the pts white blood cell count was normal and the hematoma showed improvement. The physician canceled the extraction. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.